Event description:
It was reported by service report that the the latch bar that controlled the opening/closing of the tracks would not lock into place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.